Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 2 of 4 of pd treatment. Treatment was stopped and a leak was discovered during cassette removal. The leak was discovered in the pump module area and on the external part of the cassette. The patient was advised to let the cycler dry overnight and then use it for the next treatment. In a follow up, the patient verified the fluid leak event. The patient said there was not harm intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and began using it for the next treatment and has had no issues since. The patient was able to keep the cycler set and will return it for investigation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 2 of 4 of pd treatment. Treatment was stopped and a leak was discovered during cassette removal. The leak was discovered in the pump module area and on the external part of the cassette. The patient was advised to let the cycler dry overnight and then use it for the next treatment. In a follow up, the patient verified the fluid leak event. The patient said there was not harm intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and began using it for the next treatment and has had no issues since. The patient was able to keep the cycler set and will return it for investigation.